Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the outer sheath of an imaging catheter was detached. The lesion was located in left anterior descending artery. While flushing the opticross imaging catheter during preparation outside of the patient, it was noted that the proximal side of the imaging catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The catheter was received with the outer telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. In addition, the impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath of an imaging catheter was detached. The lesion was located in left anterior descending artery. While flushing the opticross¿ imaging catheter during preparation outside of the patient, it was noted that the proximal side of the imaging catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The catheter was received with the large telescope tubing assembly detached at the anchor seal housing bond exposing the imaging core assembly. The imaging core cannot be reinserted back into the sheath. Since the telescope was detached, the distance from the distal end of the transducer housing to the tip of the catheter cannot be accurately measured. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The cause of the observed issue may be due to inadequate bond strength between the outer telescope tubing and anchor housing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The probable root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the outer sheath of an imaging catheter was detached. The lesion was located in left anterior descending artery. While flushing the opticross¿ imaging catheter during preparation outside of the patient, it was noted that the proximal side of the imaging catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.